Event description:
It was reported that the ilet bionic pancreas experienced a communication issue in which the dexcom g7 continuous glucose monitor (cgm) sensor continued transmitting glucose readings to the dexcom app, but the ilet did not receive data, consistent with a pairing failure between the ilet and the g7. No adverse clinical symptoms reported. Outcomes included no reported impact on health and no hospitalization. User support included customer support troubleshooting and education, during which the user was instructed to toggle the ilet cgm settings, with advice to monitor for reconnection. Investigation of this case revealed a likely transient connectivity or pairing malfunction between the ilet and the cgm transmitter, with no evidence of hardware damage or sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption consistent with a pairing failure.